Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products ( tension free vaginal tape ¿ retropubic, tension free vaginal tape ¿ obturator and tension free vaginal tape-exact ) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: int urogynecol j (2016) 27:413¿417; doi 10.1007/s00192-015-2810-x . (B)(4).

Event description:
Title : preoperative vaginal estrogen and midurethral sling exposure: a retrospective cohort study. This retrospective cohort study aimed to evaluate whether the use of estrogen vaginally prior to synthetic midurethral sling (mus) insertion mediates the risk of mesh exposure and to evaluate other factors that may be associated with mesh exposure. From 01jan2010 to 31dec2010, 1544 patients who underwent synthetic mus for stress urinary incontinence were included. Postoperatively, 37 patients (mean age of 52.6 years [ranged 33-89 years]) experienced mesh exposure. Of these, tvt-retropubic (ethicon/gynecare) was used in 3 patients, tvt-obsturator (ethicon/gynecare) was used in 3 patients and tvt exact (ethicon/gynecare) was used in 2 patients. Nineteen of the patients underwent surgery for mesh exposure. Preoperative use of estrogen vaginally did not appear to mediate the risk of mesh exposure following midurethral sling placement in this cohort.